Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 150 to 165 ohms on this right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed due to high shock impedance measurements, and the health care professional (hcp) had sent in the data for review. There was another vf test performed with successful dft testing. The device has reached elective replacement indicator (eri) and will be replaced soon. This rv lead currently remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains correction in section d6a implant date.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 150 to 165 ohms on this right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed due to high shock impedance measurements, and the health care professional (hcp) had sent in the data for review. There was another vf test performed with successful dft testing. The device has reached elective replacement indicator (eri) and will be replaced soon. This rv lead currently remains in service. No patient adverse effects were reported. Additional information received indicated that there was noise on the right ventricular (rv) electrogram (egm). Upon review, this was myopotential. Technical services (ts) recommended troubleshooting options. This rv lead remains in service.

Manufacturer narrative:
This report contains correction in section d6a implant date.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 150 to 165 ohms on this right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed due to high shock impedance measurements, and the health care professional (hcp) had sent in the data for review. There was another vf test performed with successful dft testing. The device has reached elective replacement indicator (eri) and will be replaced soon. This rv lead currently remains in service. No patient adverse effects were reported.